Event description:
Patient encountered difficulty with operation of uni-flate penile prosthesis which appaarently malfunctioned. It was initially implanted on 4/29/91. Patient underwent surgery on 3/10/92 to remove old implant. It wasd replaced with an ams dynaflex penile prosthesis. Old prosthesis was kept and is to be sent to manufacturer for inspectiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.